Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned for evaluation; a picture was submitted for investigation. The end caps for the valve controls were missing. The glue used to secure the caps was in date and the required checks were carried out in final inspection. The cap is secured to allow for easy removal and therefore, it would be possible for heavy handed use or continued use over a long period to dislodge the caps. If a cap came loose in the field it could have been temporarily put back without glue. In this instance, the caps came off and were not replaced and therefore, lost. Replacement caps have been sent to the customer who has been trained in servicing these devices. The possible root cause is user interface.

Event description:
It was reported that the device valve controls were missing the end caps. No patient injury was reported.